Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011; inratio: 4.1; retest inratio: 2.1. Pt's target therapeutic range is 2.0 - 3.0.